Event description:
It was reported that, during an implant procedure, due to patient anatomy and scar tissue, it was difficult to use the needle and the lead was unable to be implanted. Due to patient's anatomical and pre-surgical conditions, the needle bended as a result of trying to enter the epidural space and the first contact of the lead broke while trying to implant it. As a result, the procedure was aborted.

Manufacturer narrative:
The reported event of inability to implant lead cannot be confirmed through product testing along. As received, the octrode lead was complete without anomaly and passed all functional testing. However, the event of damage/bent needle was visually confirmed. The cause of the event is consistent with patient anatomy or implant technique.